Manufacturer narrative:
(B)(4). Results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the lidocaine busted. The alleged issue was detected at the time of opening the kit. No patient/user injury or harm.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of a broken medication ampule could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the lidocaine busted. The alleged issue was detected at the time of opening the kit. No patient/user injury or harm.